Event description:
It was reported that noise was observed on the right ventricular lead. The lead was explanted. There were no consequences to the patient.

Manufacturer narrative:
The reported complaint was verified in the laboratory. The outer insulation was damaged as a result of friction to the ICD can. The metal filars of the sensing coil were exposed. This damage could cause oversensing.